Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 5.0 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. Based on the device result, the patient was advised to hold their coumadin dose for two days. Once the lab value came back, the patient resumed their coumadin regimen. No adverse event reported. Requested return of suspect system and replacement was sent.